Event description:
Two conmed trushot tissue fixation system, lot #1368346, malfunctioned when medical doctor (md) used device. First device failed, second device failed, not sure which device tip broke into bone, x-ray completed, md not going back to retrieve foreign object. Manufacturer response for fastener, fixation, nondegradable, soft tissue, trushot (per site reporter). Waiting for their response.